Event description:
The manufacturer received information alleging a ventilator's lcd screen and device were not functioning properly. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's lcd screen and ac connector need replaced to address the issues.